Event description:
In 2008, the lay-user/patient contacted lifescan alleging that the one touch ultramini meter is giving inaccurate high readings compared to feeling/normal readings. This complaint is classified according to the documentation of the customer care advocate and the recorded call this medical affairs specialist (mas) listened to. This mas was unable to contact the patient to clarify/obtain the information provided during the initial call. The patient indicated that she purchased the one touch ultramini meter approximately 2 months ago prior to contacting lifescan. On the same day at around 9 am to 10 am, based on a reading of "132 mg/dl", the patient took 1 unit of humalog and had symptoms described as "blurred vision and shaky." The patient administered self-treatment by taking oral glucose. The patient did not test on any other device at the time of concern. It would have been helpful to obtain the following information: testing frequency, diabetes medication regimen, and the events that lead up the alleged symptoms in such as food intake, diabetes medication intake, and blood glucose readings. During troubleshooting, the customer care advocate verified that the testing technique was incorrect, the puncture area was not cleaned appropriately, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the patient claimed she experienced symptoms that can be associated with hypoglycemia after she took insulin based on a lfs meter reading. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.